Event description:
It was reported in anonymous survey that the patient experienced erythema. No medical or surgical intervention was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 is unknown.